Event description:
Meter name: surestep. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported that they kept getting an error message. Their meter allegedly would only prompt error 5 message. The result on their meter was 74-(unclear when the test was done.) No comparison. Not treated. Customer was cleaning the meter with bleach.